Event description:
A consumer reported that on (B)(6) 2016 they had increased pain at night when lying down and sitting up which hadn't been an issue until then. According to the consumer their healthcare provider (hcp) told them to turn adaptivestim off, which they were able to do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.